Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that spinal needle was leaking. It was also reported that the lidocaine and chlraprep swabstick were missing. Verbatim: srg-lumbar puncture tray adult 20g x 3.5 dp. The spinal needle in adult lumbar puncture tray was defective and didn't break but was leaking between the plastic hub and the needle shaft during a lumbar puncture for a baclofen trial where a medication needed to be administered via the spinal needle intrathecally. Therefore, provider needed to remove that spinal needle and insert a second spinal needle (not in kit) to assure administration of the full dose of medication. So, patient ended up needing 2 lumbar punctures due to defective spinal needle in kit.

Manufacturer narrative:
Pr 4366653 follow-up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001437658 was performed and no recorded quality problems or rejections related to this incident were found. Based on the quality team's investigation, a growing trend in reports of this failure mode was identified. A corrective action project was opened to further investigate these defects. A voluntary recall pi-21-4292-fa was issue for the leak failure mode in the lumbar puncture trays. Please see attached recall notification letter. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that spinal needle was leaking. It was also reported that the lidocaine and chlraprep swabstick were missing. Verbatim: srg-lumbar puncture tray adult 20g x 3.5 dp. The spinal needle in adult lumbar puncture tray was defective and didn't break but was leaking between the plastic hub and the needle shaft during a lumbar puncture for a baclofen trial where a medication needed to be administered via the spinal needle intrathecally. Therefore, provider needed to remove that spinal needle and insert a second spinal needle (not in kit) to assure administration of the full dose of medication. So, patient ended up needing 2 lumbar punctures due to defective spinal needle in kit.